Manufacturer narrative:
Upon investigation of the actual device used in this incident, that the station was not powered on due to component issue. Field service engineer replaced cable, drawer controller board and slides to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was not powered on. The customer reported that users were unable to remove medications. There was delay in patient care as the user was able to obtain the medications from the different station. There were no adverse events or injuries reported based on this incident.